Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the pump did not appropriately alert them to a call service alarm. During the course of troubleshooting with a customer technical service representative, the reporter stated that they did not remember experiencing the call service alarm that was present in the pump¿s history. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 04/17/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/04/2014 with the following findings: the black box review verified multiple consecutive alarms on the reported failure date of 02/24/2014. Time and date was accurately set at start of investigation. Performed pump rewind, load, and prime with no alarms. Pump was exercised for 24 hrs. On a 1 unit per hour basal rate with no alarms duplicated. The pump was opened for investigation, no evidence of moisture/corrosion was found inside pump.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.